Event description:
A report was received that the patient had a small bleeding artery that was missed at the time of surgery. The arterial bleeder was cauterized and patient was reportedly doing well.

Event description:
A report was received that the patient had a small bleeding artery that was missed at the time of surgery. The arterial bleeder was cauterized and patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the location of the small arterial bleeding was at the middle back area. Symptom was warmth at the pocket site.